Manufacturer narrative:
One out of 30 devices yielded a tni result >0.10ng/ml on sob lot w50027. All other reps of whole blood testing were <0.10ng/ml. This passes mfg specifications. Product support never received returned sample. Sample interference cannot be ruled out as a cause of the discrepant results. For 30 results with a single result greater than 0.10 we can state that with 80% confidence we can predict less than 10% of all results will exceed 0.10. CAPA 12-001 was opened to address elevated tni at low end concentrations. As of (B)(4) 2012 this is the only complaint against device lot w50027.

Event description:
Caller alleged discrepant troponin (tni) results. Results as follows: pt was discharged. Caller did not believe that any invasive procedures were performed based on the lack of cardiac lab tests performed. Customer no longer has pt samples. The following cut off's were used: triage. Normal range: <0.06, abnormal: greater or equal to 0.06.